Event description:
It was reported the product sutures and connections broke when pulled during surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in taiwan. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.